Manufacturer narrative:
An attempt to inflate the balloon of the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon, approximately 9 mm from the balloon proximal tip. The review of the lhr (lot f1308401) indicated that the mynx device met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be determined.

Event description:
It was reported by the aci vascular closure specialist that the balloon from the mynxgrip vascular closure device 5f ruptured during the preparation stage of the device, while the physician was injecting the balloon with saline on (B)(6) 2013. The device was not used in a pt. A second mynxgrip vascular closure device 5f was prepped and deployed successfully.